Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with intermittent atrial under-sensing from their pacemaker. Patient was fatigued due to the issue. Patient then came in on the same day to have their device reprogrammed accordingly. Patient was stable after the event,